Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:the whereabouts of the essure coils are unknown at this time.") And pregnancy with contraceptive device ("she was pregnant") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2001, (B)(6) 2009, (B)(6) 2011), gestational diabetes in 2011 and vaginal odor. Concomitant products included antibiotics, bupropion (wellbutrin), thomapyrin n (excedrin migraine) and topiramate (topomax). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 8 months 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("worsening of her headaches"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), depression ("depression"), migraine ("migraines"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On an unknown date, the patient experienced fungal infection ("chronic yeast infections"), amnesia ("memory loss"), weight fluctuation ("weight fluctuations") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, vaginal infection, depression, migraine, pelvic pain, vaginal discharge and arthralgia outcome was unknown and the fungal infection, alopecia, amnesia, weight fluctuation, headache and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered alopecia, amnesia, arthralgia, depression, device dislocation, fatigue, fungal infection, headache, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2011, she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. She is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2009: confirmed full occlusion of fallopian tubes. Pregnancy test - on an unknown date: she was pregnant on an unknown date, blood work was obtained and an ultrasound was performed. These results further confirmed that she was two months pregnant. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events vaginal discharge, fatigue,weight gain . Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events device dislocation, arthralgia, vaginal discharge, pelvic pain, migraine, depression and vaginal infection were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.